Event description:
The manufacturer received information from customer in reference to a dream station auto CPAP with an allegation of damage bottoms on upper enclosure. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pcba electric damage. The customer complaint was reproduced. There was no error code has been identified. The device was scrapped.